Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1822565).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1822565).

Event description:
It was reported that approximately three years post-implantation, the patient underwent a left hip revision due to psoas tendonitis. The head was swapped for another of the same size due to exposure purposes. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 802804002 lot# 3048259 femoral head type 1 taper 40 mm diameter +0 mm neck length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.